Event description:
It was reported that during a procedure with this greenlight fiber, the tip ruptured. The procedure was completed without reported complications using a different fiber.

Event description:
It was reported that during a procedure with this greenlight fiber, the tip ruptured. The procedure was completed without reported complications using a different fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this greenlight fiber underwent a thorough analysis. The fiber was visually inspected and it was confirmed that the glass cap was detached and it was not returned for analysis. The metal cap exhibited severe charred detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. A forward firing test was performed and resulted in an output which was above the threshold for potential patient harm. Based on the information available and analysis results, the reported clinical observation of fiber tip break was confirmed.